Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a low and experienced a seizure. The reporter stated that the patient was treated with glucagon and afterwards had a blood glucose of 5 mmol/l. The reporter stated that the pump's time and date settings had reset to default when the pump had powered on. When the pump powered on, the patient is prompted to verify the time and date of the pump. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event and use error was a contributing factor.

Manufacturer narrative:
Follow-up #1: date of submission 09/19/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2017 with the following findings: the pump's black box showed an unexplained pump reboot event on (B)(6) 2017 at 03:58 and insulin deliveries never resumed. The pump was exercised for 24 hours with no issues. Bench testing confirmed that after the battery was removed for 6 hours, the pump's time and date had reset to default and prompted the user to verify. The total daily doses added up correctly to the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range.